Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed and an inquiry optima catheter was advanced into the left atrium through a swartz braided transseptal introducer. While manipulating the inquiry optima catheter, it was noted the catheter was in the pericardium and the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed, and the patient was transferred for surgical repair of the perforation in the left atrium. The patient was stable. There were no performance issues with any sjm device.